Event description:
It was reported that the atrial lead exhibited an anomaly. The lead was explanted and replaced.

Manufacturer narrative:
Should have been 1888tc/(B)(4) rather than 1888tc/(B)(4) on the original MDR submitted 10-jan-2012. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.